Event description:
During an in-clinic follow-up, a loss of capture was observed on the left ventricular (lv) lead. An x-ray was performed and the lv lead was found to be dislodged. A revision procedure was performed. The lv lead was capped and replaced to resolve the event. The patient is stable with no consequences.